Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a drawer failure. A field service engineer instructed the customer through remote assistance to visit the station and open the drawer upon hearing a clicking sound. The customer successfully performed this action, after which the drawer operated correctly. The system functioned as intended after troubleshooting the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer failed and was unable to recover and also emitted a clicking sound, preventing users from accessing medication for a patient. Critical emergency medications were stored in this drawer. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.